Event description:
Reporter alleged obtaining discrepant blood glucose results of 284 mg/dl back to back with a result of 110 mg/dl on the advantage system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.